Event description:
Medtronic morphine implantable infusion pump not functioning as intended. Pt underwent add'l surgery to remove and replace the device which to date is known to have occurred without further incident.